Event description:
The doctor was performing an abg (arterial blood gases) test on a patient with hiv. After placing on the cap and pushing the syringe to expel the air, the cap burst off and blood spattered around the room. There was no blood exposure to mucosa or non-intact skin.